Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was working intermittently, changed cord and adapter. Opened a new device worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
Tw: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000470346, 3000469556, and 3000469221 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.